Event description:
A report has been received from a patient's wife. Initially reported was that the patient has had peritonitis in this past year. The clinic was contacted for additional information regarding this incident. In speaking with the rn, it was confirmed that the patient had peritonitis in (B)(6) 2009. It was learned that he was admitted to the hospital for this event and was treated for staph epi peritonitis. He fully recovered from this event. Additionally, the rn stated that the patient had never mentioned any leaks or problems with use of this set. There is no sample available for an evaluation.

Manufacturer narrative:
(B)(6).